Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
According to the service report 43337146 the reported failure "flow unstable" could be confirmed by a getinge service technician. The 70103.4051 rfc control board has been found defect and has been replaced. After the replacement the rotaflow worked normally. The 701017188 batterypack was replaced as part of the preventative maintenance. For further investigation in the life-cycle engineering the 70103.4051 rfc control board has been requested on 2020-06-04. According to the communication grid dated on 2020-05-06 the requested part has already been discarded. The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.35 was reviewed on 2020-06-05 with following outcome: malfunction of the flow measurement system: * zero flow calibration failed * incorrect flow measurement * device used out of specification * software error no root cause determination is possible, the defective part is not available for investigation. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from (B)(6) that during patient treatment the flow rate of the rotaflow fluctuated at a fixed speed. The device was used for patient treatment and needed to be replaced in order to function normally. The patient has not suffered any health damage. Complaint ID: (B)(4).